Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload was pre-fired. Additionally, the proximal end of the adapter was fractured. There were staples protruding from proximal staple cartridge channel. Functional testing of the reload could not be performed due to the damage to the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a vats wedge resection procedure, the staple line was incomplete. I-beam went up forward as the surgeon squeezed the trigger, but occurred stapling failed at distal part. Another device was used to complete the case.